Event description:
Related manufacturer reference number: 3006705815-2022-00332. It was reported that patient experienced ineffective coverage of pain relief on her right side. X-rays confirmed that the right lead had migrated. As such patient is anticipating a surgical intervention at a later time. No further information available at this time. Both the leads are reported as it is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the entire system was explanted and replaced with a new lead and battery. Therapy was restored and no patient complication.